Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) treatment. The ok and stop keys were on, however the screen remained blank. The cycler was rebooted, ok and stop keys lit up but the screen remained blank. It was also reported that an alarm was going off but was unaware of which alarm was being received because the screen was blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A simulated treatment post accelerated stress test (ast) 2 hour 15 min 8500 ml test was performed and passed. The drain times were within the time specifications. The cycler underwent and passed a system air leak test and valve actuation test. A review of the device history record (DHR) found that the failure analysis prob report symptom code display brightness (B)(6) 2022 and production prob report replaced front panel assembly (B)(6) 2022. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.